Event description:
The complainant has reported that a male patient (age unknown) underwent a therapeutic endoscopic procedure for diagnosis. The user facility was unable to provide the date of this procedure. The tban needle (transbronchial aspiration needle) is reported to have bent at a 45 degree angle. It was not able to be re-sheathed. This resulted in the needle being withdrawn through the patient extended. The patient did not sustain any ill effect as a result of this issue. The patient's condition is reported as stable.

Manufacturer narrative:
Section b/d: b6, b7, d11 - unknown/no information available from user facility. Section f: f10. Patient information codes: 2200- other / not labeled. Device codes: 1059- bend / not labeled. 1536- failure to retract / not laveled. Information supplied in section f was completed by the manufacturer based on information obtained from the user facility. Any information not included in this section or any other section was na at the time of submission of this medwatch report to the FDA. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures. Bsc reference #:tw78289 / a00017378. Date filed: 12 june 2006